Event description:
Reporter indicated that pt's neck incision opened and the lead was protruding out of the incision. The exposed portion of the lead was cut by the surgeon, but the remaineder of the lead was left in place along with the generator. The physician plans to explant the remainder of the lead and re-implant in 2002. Physician does not know why the neck incision opened exposing the lead. The pt was seen for f/u after implant surgery in 2002 and both the neck and chest incisions were reportedly healed at that time.